Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the applier would not remove the clips. This occurred on two occasions. The applier was removed from service. No patient injury reported.